Event description:
It was reported that the 2800 system had a physicist discrepancy of the high level fluoro measures at 20.34 r per minute. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro output was adjusted during the service call. The system was tested and found to be working as intended and put back into service.